Event description:
The surgeon reported a corneal burn during phacoemulsification of a cataract. The surgeon noticed the burn while inserting the intraocular lens, but believes it happened early in the procedure. A stitch was required to secure the incision site. Expected outcome for the pt is good.